Event description:
The device was being used to treat a patient and the sync function was turned on and the sync markers were appearing on the t wave portion of the patient's ECG and a defibrillation shock was delivered to the patient, who converted to vfib. A second defibrillation shock was delivered and the patient converted to a perfusing rhythm. There was no adverse efect to the patient as a result of the reported event. The patient's details were not released to mpc.